Manufacturer narrative:
Lot review: a review of lot# 3413422 showed that 1,250 units were manufactured, tested, inspected and released in march 2017 citing no exception documents.

Event description:
Complaint received regarding one 011-cl3261. Report states: rn (B)(6) observed the etoposide was leaking where the spinning luer lock under the proximal end chemolock connector of the 011-cl3261. Unprotected chemo exposure but no adverse patient/clinician consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3413422 showed that (B)(4) units were manufactured, tested, inspected and released in march 2017 citing no exception documents.

Event description:
Complaint received regarding one (b)(4. Report states: rn (B)(6) observed the etoposide was leaking where the spinning luer lock under the proximal end chemolock connector of the (B)(4). Unprotected chemo exposure but no adverse patient/clinician consequences reported.